Event description:
It was reported that the balloon burst. The 75% stenosed target lesion was located in the left anterior descending artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon burst upon first inflation at 8atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.